Manufacturer narrative:
Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on lens optic". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a scratch was found on lens optic. The iol was explanted during initial procedure. There was no patient harm. Additional information has been requested.